Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call stating about pump power failure. Customer was assisted with troubleshooting but the issue was not resolved. Blood glucose at the time of incident was 124mg/dl. Insulin pump will not be returned for analysis.